Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that there were multiple damaged lemo pins (bent and pushed out). The pins were straightened and the cable was then able to fit in the port, making the system operational. However, it was decided to replace the cab panel assembly with a new one. The imaging system then passed the system checkout and was found to be fully functional. The cab panel assembly was received by the manufacturer for further evaluation. Through testing the reported problem was confirmed. Visual inspection noted that the ground pin was able to move freely within the connector assembly. Also, the blue wire pin was bent and recessed, therefore unable to properly connect the lemo to the rear cab breakout assembly. There was a damaged rear cab breakout lemo connector. Analysis determined that there was a physical damage failure with the returned cab panel assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that a pin from the umbilical port was sticking out and preventing the umbilical cable from being connected. There was no patient present when this issue was observed.